Event description:
Additional information was received indicating that the device gave some incoherent data.

Manufacturer narrative:
H3: analysis of the mainframe found that the customer's complaint cannot be duplicated. The software is currently running with the latest software version 3.1.0.5 gui v2015.10.9.918 dsp v2015.8.28.1058. There are no deviations found. The device has been reset to factory default settings. The device was tested and passed all manufacturing specifications. Analysis of the patient interface found that the customer´s reason for return has been confirmed. The channel #2 is not working. The pcb is faulty. The wave washers are worn. The pcb has been replaced. The wave washers have been replaced. The device was tested and passed all manufacturing specifications. H6: fdd a23 no longer applies. Fdm b17, fdr c20 are no longer applicable to the mainframe and patient interface; fdc d14 is no longer applicable to the patient interface. Fdr c19 applies to the mainframe. Fdr c02, fdr c070606, and fdc d02 applies to the patient interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring device was defective. There was no patient impact.